Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017, the ra lead was capped and replaced due to an oversensing anomaly. It was noted that at the time of the replacement oversensing was not observed. The patient¿s condition pre, during and post-procedure was stable.